Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9188909. Medical device expiration date: n/a. Device manufacture date: 2019-07-17. Medical device lot #: 9259919. Medical device expiration date: n/a. Device manufacture date: 2019-10-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid was not closing during use with a sharps coll 19gal red. The following information was provided by the initial reporter, "it was reported that the lids do not close completely. The lids on the 19 gallon sharps containers do not close completely."

Event description:
It was reported that the lid was not closing during use with a sharps coll 19gal red. The following information was provided by the initial reporter, "it was reported that the lids do not close completely. The lids on the 19 gallon sharps containers do not close completely."

Manufacturer narrative:
H.6 investigation summary: it was reported that the lids do not close completely. The lids on the 19-gallon sharps containers do not close completely. A sample picture was provided for evaluation. A review of the device history record (DHR) and non-conforming material report (ncmr) was performed for the last twelve months there were no issues reported like trolley defective during the manufacturing process. It was confirmed the arm of trolley isn¿t properly placed due to the drilled hole on the arm that was misplaced. The root cause was incorrect placement during drilling. This was a manufacturing issue and an update to the manufacturing process instruction has been completed to prevent the issue from occurring again. Bd will continue to monitor for any trends. H3 other text : see h.10